Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2021 for dislocation. Approximately 2 months after the first surgery. The surgeon explanted 1 humeral cup (32/9), 1 glenoid baseplate (24), 1 centered glenosphere (32), 3 locking screws (26, 20, 15), 1 cortical screw (24) and 1 standard screw (30). The surgeon implanted 1 offset head (46x18) and 1 double taper (0).